Event description:
It was reported that the asymptomatic patient presented in clinic in backup vvi. A device status report did not print. A user download did not restore the device. Due to complete device communication loss, further troubleshooting could not be performed. The device was replaced.

Manufacturer narrative:
No medwatch form was received.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on intermittently. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The battery was found to be below end-of-life (eol) level. After replacing the battery, normal function ensued. The pulse generator was received approximately 1.75 years after explant.